Event description:
Additional information: it was not reported that the pump had a motor stall. The reporter stated that the pump had failed. The reported was unsure if this was related to the pump¿s life cycle. The patient went into withdrawal when the pump failed. The episode of withdrawal occurred around 20 years ago.

Event description:
It was reported that the patient's pump had a motor stall. The reporter further stated that the pump was "defective", "had motor stalls" and "just stopped working abruptly with no notice". The reporter was unable to provide further details surrounding the motor stall event. The medication in the pump was morphine. Additional information has been requested, however was not yet available at the time of the report.

Manufacturer narrative:
Product ID, 8703 lot# j93117941, implanted: 1993 (B)(6), product type catheter product ID, 8575 lot# j0333121r , implanted: 2004 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).